Event description:
It was reported that the insulin pump alarmed button error and an unresponsive keypad. The reporter stated that the blood glucose reading was good. No significant events leading to the alarm were observed. The customer will contact a health-care professional for a new reimbursement insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.